Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k230855. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® sst¿, an unspecified number of tubes have micro-cracks at the bottom, and in others there were air bubbles and smeared gel. No adverse impact was reported regarding the patient or user.

Event description:
It was reported while using bd vacutainer® sst¿, an unspecified number of tubes have micro-cracks at the bottom, and in others there were air bubbles and smeared gel. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received one photo for investigation. The customer's photo displayed multiple tubes with cracks on their bottoms and gel air bubbles; however, no evidence of gel smearing was observed. A visual inspection was conducted on 30 retained samples for gel defects, and all were found to be within specification. Additionally, 10 retained samples underwent a visual inspection for brittleness, and all passed the inspection. Furthermore, another set of 30 retained samples was visually inspected for damages, and none of these samples failed. Complaints for sample quality are under statistical control for the month of june 2025. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: gel smearing. This complaint has been confirmed for the indicated failure modes: cracked product/component and gel air bubbles based on photo analysis. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.